Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited oversensing, undersensing, pacing pauses and high threshold. The lead was capped and replaced; fracture was noted.